Event description:
Field nurse was drawing blood from an hiv positive pt. Appears the needle accidentally was pulled out when trying to fill a blood collection tube. This caused the blood collection device with 12" tubing to pop out of vein and stick nurse's right hand. Wound was small puncture wound, no blood. Nurse did not tape down sight or use the available safety lok blood collection set. Baseline testing dome for hiv and hep on nurse. Meds given for infectious disease(azt). All results of testing confidential as per hosp policy.